Event description:
It was reported that the customer received an auto-off alarm due to no interaction with the pump for an extended period of time. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, customer turned the auto-off feature off.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.